Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, scorching occurred on the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per review of logs, this instrument was last used during a procedure on (B)(6) 2024 on system sk1771. There was no arching observed during the procedure. There was no injury to the patient. There was no damage or anything out of the ordinary to the instrument. It was unknown if the instrument collide with any other instrument or tool during the procedure. The instrument and the associated accessory is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided.